Event description:
The hydroflex device was removed from the pt, reason not indicated. Another device was implanted. Ams has requested add'l info. Info received on 8/11/97 indicates reason as would not inflate and inadequate rigidity.